Event description:
Patient was admitted to the emergency room after experiencing bradycardia and cardiac arrest due to a loss of capture on the right ventricular (rv) lead. Cardiopulmonary resuscitation was performed, transcutaneous pacing was provided, and injections of atropine and isoprenaline were administered in order to stabilize the patient. The rv lead was then capped and replaced in order to resolve the event. Upon review, high pacing impedance trends were also noted on the rv lead at the patient's last follow-up. The patient was in stable condition.